Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained keypad overlay and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump reservoir connection was broken. The customer¿s blood glucose was unknown. No further information was given. The device was returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained keypad overlay and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.